Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they had not had great success with the therapy from their implantable neurostimulator (ins) since they got the device. The patient stated that they don¿t feel a difference when the device was on as far as their pain relief goes. They added that they had tried to increase the stimulation with the programmer but that did not help and, at times, made it worse. In addition, the patient had tried other groups that were available to them but this had not been successful either. They had already met with the manufacturer¿s representative where another program was put in that was ¿super fast¿ so they don¿t feel the stimulation but this had not been effective. The patient desired to meet again to find a better program to work with. It was noted that the patient sees a nurse practioner (np) at the pain clinic where they also last met with the representative. The indications for use for the implanted device were noted as spinal pain and complex regional pain syndrome type I. Additional information received from the consumer and a healthcare professional (hcp) indicated that the patient hadn¿t been using the ins for the past six months because it wasn¿t helping them and the pulsation made it worse. The patient told their doctor and they were going to try something else. The patient had lost the patient programmer. The patient had poor communication with the programmer and was unable to connect with the recharger. The last successful charging session was six months to a year ago. The caller was going to call the MRI facility to see if they could have it scanned with the ins dead or if they had to get it jump started and working in MRI mode before they could be scanned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the hcp was hoping to get a manufacturer representative on site to perform a physician recharge mode on the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the patient wasn't informed that they needed to keep their battery charged when not in use.

Event description:
Additional information received from the consumer indicated that the patient's hcp was saying the patient couldn't get an MRI and wasn't working. It was noted that it was the physician assistant (pa) that was giving the patient "the run around."